Manufacturer narrative:
Updated fields : b4, e1 (event site email), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. The getinge field service engineer (fse) calibrated the transducers and performed all functional and safety tests according to factory specifications. The unit passed all checks with no further issues identified. There were no part replacements.

Event description:
It was reported by customer that during routine maintenance check of cardiosave intra aortic balloon pump, the system failed during start up. There was no patient involvement and no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.